Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and it was found that the downstream occlusion (dso) sensor pressure was out of specification. The customer's problem was replicated. The dso sensor and upstream occlusion (uso) sensor were calibrated and preventatively maintenanced to fix the issue.

Event description:
It was reported that the device failed the downstream occlusion test, reported as dso fault. There was unknown patient involvement and no patient harm/adverse event reported.